Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis, high ketones and high blood glucose over 600mg/dl. It was stated that the insulin pump was removed from the customer at time of admission. It was mentioned that the insulin pump alarmed no delivery prior to the hospitalization. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.